Manufacturer narrative:
The device was discarded by the customer and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found thought to be related to the reported event. (B)(4). Damage to the trabecular meshwork is identified in the device labeling as a known inherent risk of glaucoma stent surgery. MFR reference #: (B)(4).

Event description:
The surgeon initially reported that the istent procedure was aborted due to compromised visualization. Additional follow-up was requested and on (B)(6) 2016 the surgeon provided the following details. The patient's anatomy precluded implantation of the stent. When the surgeon tested to see if the stent was in schlemm's canal, the stent was pulled out of the trabecular meshwork inadvertently creating a trabeculotomy. There was too much bleeding to continue so the procedure was aborted. Intraoperative bleeding was reported as transient and self resolved. Additional information has been requested.